Manufacturer narrative:
Approximate age of device ¿ 1 day. The report that one of the prongs of the tunneling adapter was bent during the implant procedure could not be confirmed. A full evaluation of the tunneling adapter could not be performed as the device was disposed of by the customer. The pump was successfully implanted and the patient remains on lvad support with no issues reported. The heartmate 3 left ventricular assist system's (lvas) instructions for use describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant procedure of a left ventricular assist device, a prong on the tunneling adaptor bent back during tunneling of the driveline. No actions were performed as it did not cause any harm to the patient. The implant procedure was completed successfully. No further information was provided.